Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient¿s symptoms, date of explantation and replacement devices. The patient experienced increasing firmness of the left breast, and the diagnosis of capsular contracture (grade unknown) was confirmed by a healthcare professional. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revelaed that the actual date of explantation was (B)(6) 2020. The replacement devices are two 450cc entor memorygel breast implant prostheses (catalog #: 3504504bc, left serial #: (B)(6) right serial #: (B)(6) the relevant fields have been updated. Updated reason for device explant and/or reoperation: rupture, capsular contracture on (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation, the device was observed to be ruptured and was received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative left-sided rupture. MRI performed (unspecified date) indicated left-sided rupture. The diagnosis was confirmed via physical examination and based on the MRI result. As a result, the patient underwent removal and replacement with an unspecified mentor gel implant on (B)(6) 2020. The replacement catalog number is either 3504254bc or 3504504bc. If additional information is received, a supplemental report will be submitted.